Event description:
Ng feeding tube placed. A portable abdominal x-ray showed a pneumothorax. Pt became hypoxic which did not improve with bagging. He developed em disassociation and ventral ventricular fibrillation. Resuscitative attempts were unsuccessful and the pt died.